Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens due to a capsule tear. The lens was removed with no pt injury. The capsule tear was in the eye prior to insertion of the lens. An anterior vitrectomy was performed. The back-up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) - anterior. No lens malfunction. Visual inspection of the returned product found the lens torn, with a piece torn off and missing. There was evidence of surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4).